Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
"Nformation" was received from a healthcare professional (hcp). It was reported that the hcp was in the operating room and were seeing >800ohms for impedance; the electrode impedances were: c2 20000ohms, c3 20ohms, and 23, 746ohms. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). It was reported that the hcp was in the operating room and were seeing >800ohms for impedance; the electrode impedances were: c2 20000ohms, c3 20000ohms, and 23, 746ohms. No patient symptoms were reported. No further complications were reported/anticipated.